Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(6); batch: 14071013 / 14092548 / 14092548.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that all explanted products were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.